Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed because it exhibited an elective replacement time (ert) indicator and loss of capture during a follow-up interrogation.